Event description:
It was reported that the pt had total hip done subsequent to hip fracture on (B)(6) 2012. Pt fractured femur post op and subsided stem. Doctor revised the hip. Doctor said revision was not related to implants.

Manufacturer narrative:
While in the event description, the doctor stated that the event was not related to the implants, the exact root cause of the reported event could not be determined with the limited info provided. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.